Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Patient underwent aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed. A type I endoleak was unresolved at that time. A CT scan was done approximately one week from discharge. Then sixteen days later, the patient underwent additional procedure and two main body extension grafts were placed.